Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal branch. A 1.50mm x 15mm emerge balloon catheter was advanced for pre-dilatation. The balloon was inflated two times at 14 atmospheres each inflation. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with 1.5x15 non-bsc device. No patient complications were reported.